Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the main lamp did not work. This malfunction was caused by the defective power supply. Due to poor contact of power supply unit, no light was emitted. The front panel was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus, the lamp of the visera elite xenon light source did not ignite. The spare lamp went on after 10 seconds. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to power supply failure (likely from wear and tear). Olympus will continue to monitor field performance for this device.